Event description:
Customer reportedly obtained results of 389mg/dl on the device, while the paramedic's device read 169mg/dl within 10-15 minutes. No action was taken based on device results. No treatment received. Customer was using miscoded device at time of comparison. No quality controls were used. Requested return of suspect device and replacement was sent.